Event description:
It was reported the powered laser surgical instrument displayed error 10. The issue occurred during [event]. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to: d8, and h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a manufacturing / labeling defect was not identified. The root and probable cause of the complaint was not related to user technique, human factors or related to device labeling or design, but since the device was not returned for evaluation, a probable cause nor definitive root cause of the reported issue could be determined. Olympus will continue to monitor field performance for this device.